Event description:
It was reported that the patients lead was fractured resulting in loss of stimulation and high impedances. No course of action planned at this time. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure.

Manufacturer narrative:
D2b: lgw - qrb.

Event description:
It was reported that the patients lead was fractured resulting in loss of stimulation and high impedances. No course of action planned at this time. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure. Additional information was received that the leads were replaced. The patient was doing well postoperatively, and the explanted leads were discarded per hospital policy.

Event description:
It was reported that the patients lead was fractured resulting in loss of stimulation and high impedances. No next course of action planned at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) , batch: 7083196.